Manufacturer narrative:
This report is being filed to provide additional and corrected information per FDA request. Investigation: we received the set, the following investigations were performed on the set returned. The filter of the set was rinsed with normal saline. The normal saline flowed through the filter at a flow rate of about 30 ml/min. No abnormalities were observed. An airtightness test (i.e. Leak test) was performed on the filter in accordance with the following procedures and we confirmed that air leaks were not observed in any locations of the filter. The tab sheet covering the outlet side (second side) of the filter is cut out carefully and exposed the outlet side to allow observing the frame sheet (partition) directly. Air is admitted to the filter, which is submerged in water, from the outlet-tube of the filter at a gauge pressure of 39.2 kpa (0.4 kgf/cm2) for approximately 10 seconds to check whether there is any air leakage from the frame sheet (partition). We disassembled the rinsed filter to observe the appearance of filter media (membranes). We noticed creases in the filter media; however, the creases were not different from those observed in conforming products. We did not observe aggregates adhered to any filter media. We dyed the filter media with toluidine blue for observation. We noticed that the second and third filter membranes from the inlet side of the filter were dyed darker, that is, white blood cells were accumulated in these dark dyed areas. We also observed dark dyed areas in the first filter membrane from the inlet side of the filter due to minute aggregates. In regard to the production of imuflex, sealed bags are filled with solution and the line is assembled. These bags are sterilized, stacked, and placed into the blister packs. The top film of each blister pack is heat-sealed. For the leukocyte reduction filter, filter membranes are punched out, laminated, and integrated into soft housing. In order to ensure leukoreduction performance and to prevent filter occlusion in and hemolysis, standards have been set to control particulate removal rates and cationization levels of each filter membrane. The standards of average cationization levels of laminated filter membranes have also been set and controlled. Only the filter media that have passed the standards are incorporated into the housing. We reviewed the manufacturing record of the lot number in question and confirmed that no anomalies occurred in any process, and the products were manufactured as usual. Release testing, which includes measurements of solution concentration and volume and a visual inspection, is performed on the product concerned on a sample basis. We reviewed each testing and inspection record of the production number and confirmed that there were no anomalies in all release testing items. The product conformed to the standards. Regarding the retained sample of the lot number concerned, three sets were visually inspected. There were not any occlusions in tubing, blocking, or any abnormalities in their appearances. Root cause: no abnormalities were observed in the manufacturing record or the testing and inspection record of the lot number concerned. We also investigated the retained samples of the lot number concerned, and the results revealed no abnormalities. Regarding the filter of the set returned, the first filter membrane from the inlet side of the filter was dyed darker due to minute aggregates, and the second and third filter membranes were entirely dyed darker; therefore, occlusion caused by the aggregation of white blood cells or platelets may have occurred. When the filter media occluded, blood may have been filtered by the filter area which was smaller than usual, and the linear speed (flow rate per unit area) increased and consequently leukocyte leakage occurred.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. Donor unit #: (B)(6). There was not a transfusion recipient or patient involved at the time of the unit processing, therefore no patient information is reasonably known at the time of the event.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. Donor unit #: (B)(6).there was not a transfusion recipient or patient involved at the time of the unit processing, therefore no patient information is reasonably known at the time of the event.

Manufacturer narrative:
Investigation: we received the set, the following investigations were performed on the set returned. The filter of the set was rinsed with normal saline. The normal saline flowed through the filter at a flow rate of about 30 ml/min. No abnormalities were observed. An airtightness test (i.e. Leak test) was performed on the filter in accordance with the following procedures and we confirmed that air leaks were not observed in any locations of the filter. (I) the tab sheet covering the outlet side (second side) of the filter is cut out carefully and exposed the outlet side to allow observing the frame sheet (partition) directly. (Ii) air is admitted to the filter, which is submerged in water, from the outlet-tube of the filter at a gauge pressure of 39.2 kpa (0.4 kgf/cm2) for approximately 10 seconds to check whether there is any air leakage from the frame sheet (partition). We disassembled the rinsed filter to observe the appearance of filter media (membranes). We noticed creases in the filter media; however, the creases were not different from those observed in conforming products. We did not observe aggregates adhered to any filter media. We dyed the filter media with toluidine blue for observation. We noticed that the second and third filter membranes from the inlet side of the filter were dyed darker, that is, white blood cells were accumulated in these dark dyed areas. We also observed dark dyed areas in the first filter membrane from the inlet side of the filter due to minute aggregates. In regard to the production of imuflex, sealed bags are filled with solution and the line is assembled. These bags are sterilized, stacked, and placed into the blister packs. The top film of each blister pack is heat-sealed. For the leukocyte reduction filter, filter membranes are punched out, laminated, and integrated into soft housing. In order to ensure leukoreduction performance and to prevent filter occlusion in and hemolysis, standards have been set to control particulate removal rates and cationization levels of each filter membrane. The standards of average cationization levels of laminated filter membranes have also been set and controlled. Only the filter media that have passed the standards are incorporated into the housing. We reviewed the manufacturing record of the lot number in question and confirmed that no anomalies occurred in any process, and the products were manufactured as usual. Release testing, which includes measurements of solution concentration and volume and a visual inspection, is performed on the product concerned on a sample basis. We reviewed each testing and inspection record of the production number and confirmed that there were no anomalies in all release testing items. The product conformed to the standards. Regarding the retained sample of the lot number concerned, three sets were visually inspected. There were not any occlusions in tubing, blocking, or any abnormalities in their appearances. Root cause: no abnormalities were observed in the manufacturing record or the testing and inspection record of the lot number concerned. We also investigated the retained samples of the lot number concerned, and the results revealed no abnormalities. Regarding the filter of the set returned, the first filter membrane from the inlet side of the filter was dyed darker due to minute aggregates, and the second and third filter membranes were entirely dyed darker; therefore, occlusion caused by the aggregation of white blood cells or platelets may have occurred. When the filter media occluded, blood may have been filtered by the filter area which was smaller than usual, and the linear speed (flow rate per unit area) increased and consequently leukocyte leakage occurred.

Manufacturer narrative:
Investigation: we have not received the set returned from the customer. We therefore performed investigation based on the provided information. In regard to the production of imuflex, sealed bags are filled with solution and the line is assembled. These bags are sterilized, stacked, and placed into the blister packs. The top film of each blister pack is heat-sealed. For the leukocyte reduction filter, filter membranes are punched out, laminated, and integrated into soft housing. In order to ensure leukoreduction performance and to prevent filter occlusion in and hemolysis, standards have been set to control particulate removal rates and cationization levels of each filter membrane. The standards of average cationization levels of laminated filter membranes have also been set and controlled. Only the filter media that have passed the standards are incorporated into the housing. We reviewed the manufacturing record of the lot number in question and confirmed that no anomalies occurred in any process, and the products were manufactured as usual. Release testing, which includes measurements of solution concentration and volume and a visual inspection, is performed on the product concerned on a sample basis. We reviewed each testing and inspection record of the production number and confirmed that there were no anomalies in all release testing items. The product conformed to the standards. Regarding the retained sample of the lot number concerned, three sets were visually inspected. There were not any occlusions in tubing, blocking, or any abnormalities in their appearances. Root cause: as mentioned above, abnormalities were not observed in the manufacturing process or the retained samples of the lot number concerned, and the product concerned was manufactured as usual; therefore, we were not able to identify the cause of the multiple occurrences of the issue. Leukoreduction failures are commonly caused by the following factors: 1) analysis affected by blood properties of donors the following blood properties or blood conditions on blood collection may cause wbc count failures. For the details, please refer to the excerpt from the literature. -spurious counts and spurious results on wbc counts (spurious increase) *4 -platelet aggregates / large platelets -nucleated red blood cells -rbc resistant to lysis -immunoglobulin -lipids -microorganisms / bacterial aggregates *4: zandecki m, genevieve f, gerard j, godon a. Spurious counts and spurious results on haematology analyzers: a review. Part ii: white blood cells, red blood cells, hemoglobin, red cell indices and reticulocytes. International journal of laboratory hematology. 2007, 29, 21¿¿¿41, table 1. 2) pressure loaded on filter membranes where a physical stress on filter membranes is greater than what is expected, trapped white blood cells are pushed out of the filter membranes and may result in leukoreduction failure. For the prevention of leukoreduction failure, the instructions for use (IFU) of the product state: "[caution] do not squeeze or apply pressure on the filter while it is attached to the bag containing the filtered blood", and ¿¿¿clamp the blood filled tubing before blood enters the filter¿¿¿. 3) filter occlusion caused by aggregation of blood components in the filter concerned, when aggregation caused by blood components such as white blood cells or platelets, there is a possibility of filter media clogging. When clogging occurs in the filter, blood may be filtered by the filter area which is smaller than usual, and the linear speed (flow rate per unit area) accelerates, and then a leukoreduction failure may occur. For the prevention of formation of blood aggregation, please invert the collection bag several times as soon as possible after blood collection to ensure that the blood and anticoagulant are well-mixed as well as before filtration to evenly disperse the separated blood components.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the unit processing, therefore no patient information is reasonably known at the time of the event.